Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer states that numbers are not ramping on their own and scroll bar was not moving with no input. It was also reported that there was crack on insulin pump¿s screen and there was no damaged on reservoir lip ring. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device received with peeling keypad overlay and cracked keypad at select button. (B)(4).